Manufacturer narrative:
The clinical observation in this cannot be confirmed. The explanted device is not available for evaluation. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The following article was reviewed: percutaneous edwards sapien valve implantation in the tricuspid position: case report and review of literature by elke s. Hoendermis, md, phd; yvonne l. Douglas, md, phd; ad f. M. Van den heuvel, md, phd. It was learned that a 33 mm carpentier-edwards valve, implanted in the tricuspid position in a (B)(6) year-old female patient with ebstein´s anomaly and ventricular dysfunction, was explanted after approximately six (6) years due to severe calcification and stenosis. The explanted device was replaced with another prosthetic valve.